Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that patient presented remotely a transmission with multiple episodes of non-sustained rv oversensing. Analysis of episodes shows wide qrs oversensing. Programming changes were discussed.